Event description:
It was reported that this device was explanted and replaced due suspected premature battery depletion behavior. The device was near reaching elective replacement indicator, and the battery had depleted by 511%. No additional adverse patient effects were reported. It was noted that the patient had fully recovered. It is currently unknown as to whether this device is available for return. A good faith effort will be submitted to the field to request product return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was explanted and replaced due suspected premature battery depletion behavior. The device was near reaching elective replacement indicator, and the battery had depleted by 511%. No additional adverse patient effects were reported. It was noted that the patient had fully recovered. This device was received for analysis.